Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record and previous repair record for zimmer skin graft mesher serial number (B)(6) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2019, it was reported that a mesher cut skin in half as it went through a mesher. The customer returned a zimmer skin graft mesher serial number (B)(6) as well as 1.5:1 cutter serial number (B)(6) for evaluation. Evaluation of the device on 8 october 2019 noted that the device passes the pre-test checks and that the calibration cutter rolled smoothly when rotated inside on the mesher. Review of the returned cutter found that it produced an incomplete cut and was deemed non-repairable. The technician lubricated the ratchet handle and then verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that there was a defective cutter, which would cause the device to not a proper mesh and potentially damage the device, it cannot be determined from the information provided as to what caused the damage to the cutter. As such, a specific root cause of the device cutting skin in half cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that during surgery the skin was cut in half as they were putting it through the mesher. There was no delay in surgery and they were able to use the harvested graph. No adverse event was reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Foreign - (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It has been reported that the skin cut in half as it was going through the mesher. The event took place during surgery. There was no delay. The skin was able to be used and no additional graft was needed. No adverse events were reported as a result of this malfunction.